Event description:
Reportedly, the tablets lose bluetooth communication with the printer. The biomeds have associated the printer with the tablets several times and the communication is lost a few uses later. And sometimes difficult to associate. Failed several times in a row.

Manufacturer narrative:
Upon reception, the reported problem was confirmed : it was impossible to pair the 2 returned smarttouch tablets with the returned woosim printer or a reference woosim printer, but it was possible to communicate via ble the 2 tablets concerned with a reference ble pacemaker, which means that the ble of the 2 tablets works normally. Whereas it was possible to pair the returned woosim printer with a reference tablet and it worked normally. The analysis of the provided files revealed that the printer was well detected but the pairing process failed because the operating system installed on the tablet was unable to assign a com port to the printer. The root cause of the reported problem is related to the tablet's operating system (windows 10), which is having difficulty assigning a com port to the printer. There is no problem with the tablets' ble, as they have been successfully paired with the implantable. In this case, a re-ghost is recommended for both returned tablets. The tablet was sent the repair center to be re-ghosted and to install the smartview 3.18 before sending it back to the field. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the tablets lose bluetooth communication with the printer. The biomeds have associated the printer with the tablets several times and the communication is lost a few uses later. And sometimes difficult to associate. Failed several times in a row.